Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a ce folfusor lv (large volume) under infused. The issue was identified during use for a patient infusion. The device was installed on the patient and removed five (5) days later, at which time it was noted that the volume remaining in the device was the same as it was at 24 hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6 and h10. H4: the lot was manufactured from may 7, 2020 - may 8, 2020. H10: the actual device was received for evaluation. The sample was returned to the plant containing 53 ml of residual drug fluid in the device. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and found to be within the product specification range. The reported condition was not verified. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.